Event description:
Distributor reported potential false negative hcg results with hcg one step pregnancy test strip (urine). A distributor reported receiving a complaint from the central lab or a customer organization that one of their local labs observed false negative urine hcg results with lot hcg2040075. The false negative results were observed when testing two lab quality controls and two urine samples (gestation time of one woman was claimed to be 5 weeks and the other 10 weeks, both based on ultrasound). All specimens were supplied by the central lab and gave correct positive results with other tests. The two urine specimens were supplied to all member labs by the lab quality, (B)(4). The distributor contacted alere again on (B)(4) 2012 and stated that they had performed testing on strips returned to them by the customer along with other alere pregnancy tests and all gave correct results.

Manufacturer narrative:
Lot number(s): hcg2040075. Expiration date(s): 03/01/2014. Control: 25 miu/ml hcg urine lot: hcg120809-01; 209.5 iu/ml hcg urine lot: hcg120910-01; 280.1 iu/ml hcg urine lot: hcg120926-04; 230.2 iu/ml hcg urine lot: hcg120917-01. Clinical positive urine samples from 6 pregnancy women. Summary of results: the retention devices met qc specification, details as below: the 25 miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n = 15). The 209.5 iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n = 3). The 280.1 iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n = 3). The 230.2 iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n = 3). The 6 clinical positive urine samples yielded clearly positive results at 3 minute read time (n = 1 for each sample). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected, meeting qa specifications. Verified the product number, product description, lot number, and batch record; no abnormal results were found. Customer's observation was not reproduced in-house with retention devices. Retain devices were tested with cut off hcg urine control, 3 different high hcg urine controls, and 6 clinical positive urine samples. All results met qc specification and produced positive results. No false negatives were obtained. Per email, customer also performed testing and indicated no false results were obtained. Manufacturing batch record review did not uncover any abnormalities. Pts well into their pregnancy term may have high levels of hcg, which can cause the hook effect. Root cause could not be determined without pt specimen in-house analysis. To date, one complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time, as no product deficiency was established.